Event description:
Customer called to report that the closed tube sampling (cts) blade wash on the unicel dxc 800 was overflowing. The customer technical specialist advised customer as to how to troubleshoot the instrument; however, the issue could not be determined and required a field service engineer (fse). The next day, the fse inspected the instrument for blockage and valve operation, but did not find debris or obstructions that could have caused the overflow. The fse also evaluated the cap piercer and confirmed that it was operational with no signs of leaks or overflow. The quality control of the instrument was also tested, with results within the acceptable limits; this was verified by customer. After performing the service described above, the fse was unable to determine the root cause of the overflow and was unable to confirm failure mode of the instrument. Customer stated that no incorrect patient results were processed and/or reported outside the laboratory. No patients or instrument operators were harmed.

Manufacturer narrative:
(B)(4).